Event description:
I have had the essure procedure since 2005. I have had several issues with this procedure: headaches, nausea, cramping, heavy bleeding, clotting, bloody stool, depression, weight gain and several other issues.